Event description:
The event occurred in the netherlands. It was reported that during priming the hls set, a problem with the part pressure, which did not measure, was detected. Further inspection of the hls set indicated a small tear in the data connection cable on the hls module. No patient was involved. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention will be set by the user, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the dutch market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.